Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment's locking mechanism for the blade was locked, preventing the blade from being able to lock in place. It was reported that surgery time was extended by two minutes. There was no report of patient injury associated with the event. No additional clinical information was received prior to this report.